Event description:
A report was received that the patient will undergo a revision of the ipg for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein, the entire system was replaced per physician's preference. The physician also relocated the new ipg due to a non-device related pain at the pocket site. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision of the ipg for unknown reason.